Event description:
Pseudoseptic arthritis of right knee (arthritis). Case description: spontaneous report received on 27-may-2009 from a physician, via a company representative, regarding a patient (age, gender, initials and relevant medical history not provided). On an unknown date, the patient received synvisc one injection into the knee at a dose of 6 ml once administered via intra-articular route. On an unknown date, following synvisc one injection, the patient experienced important knee effusion on the first knee. The event was unknown in intensity. Ten days later, synvisc one injection was performed into the second knee and was well tolerated. As of the date of receipt of this report, the patient's outcome was unknown. The reporter did not provide the relationship between the event of knee effusion and synvisc one therapy. Follow up information received on 09-jun-2009, from the physician regarding a (B)(6) female patient, initials (B)(6). The patient's relevant medical history included gonarthritis level 2, asthma and pollen allergy. On (B)(6) 2009 the patient received synvisc one injection into the right knee. Before the injection, the patient was treated with xylocaine 1% (lidocaine) and hexabrix 320 (ioxaclate meglumine, ioxaglate sodium). On (B)(6) 2009, four days after the injection, the patient experienced important knee effusion. On (B)(6) 2009 right knee aspiration was performed and 30 ml aspirate was withdrawn. The results of the analysis showed a white blood cell of 14300/mm3 and glucose of 0.94 mmol/l. No germs nor microcrystals were found. On (B)(6) 2009 the patient received synvisc one injection into the left knee without incident. Concomitant medications reported included seretide (fluticasone propionate, salmeterol). The physician assessed the event as mild in intensity and the causality as probable.